Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It is unknown which lead was explanted. Hence, both leads are being reported.

Event description:
Additional information received indicates that the patient continued to experience inadequate therapy. As such, further surgical intervention took place on (B)(6) 2020 wherein one of the leads and the ipg were explanted. The other lead was repositioned and connected to a new ipg. Intra operative diagnostics revealed normal impedance on the remaining lead. Paresthesia coverage achieved during procedure. Therapy to be reassessed at a later date.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30538. Related manufacturer reference number: 1627487-2020-21135. It was reported that the patient was unable to set the ipg into MRI mode due to impedance issue. Diagnostic revealed high and low impedances. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2020. Additionally, the patient reported experiencing inadequate coverage and therapy. Intra operatively testing showed low impedance on the left lead and x-ray showed the contacts touching. Once the low impedance was resolved, the left lead was repositioned to achieve better coverage. The leads were connected to the ipg into opposite ports of the ipg that before. Low impedances were still noted, which was resolved reinserting the leads into the ipg. Reportedly, the procedure was completed with normal impedance measurement. However, during post operatively programming low impedances were observed. Despite the low impedance, improved coverage and therapy was achieved post operatively.